Event description:
It was reported that the arctic gel pads were used on the patient for 5 hours. Stated that the patient had not reached target and was not generating heat and water temperature was 10 degrees. Nurse checked the pads, gel from the leg pad had come away from the insulating layer. This was due to the lack of adherence to the skin, thereby lowering the 40 percent of body surface coverage needed. Representative stated that the arctic sun device has a temperature range of 4-42 degrees, it relies on at least 40 percent of body surface coverage by the gel pads to efficiently transfer heat from the patient. If there was not enough body surface coverage, the device will have to work harder to keep the patient cool by lowering the water temperature flowing through the pads. As the pad was not adhering to the patient correctly, it will create a situation where the percent drops below the required 40 percent, resulting in the patient being exposed to very cold temperatures for a longer period than it was desired. Representative advised the customer of how to rectify the problem by the pads being changed and utilizing counter warming and following their shivering protocol. Patient was also advised to use the sizing chart to ensure correct sizing and to use an additional universal pad if there was any doubt of percentage.

Manufacturer narrative:
The reported event was confirmed. The root cause was unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one large arctic gel pad kit with no original packaging present. A potential root cause for this failure could be "improper design consideration or material selection". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the neonatal arcticgel¿ pad is non-sterile for single patient use only. The water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads wh.en the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended". The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic gel pads were used on the patient for 5 hours. It was stated that the patient had not reached target and was not generating heat and water temperature was 10 degrees. The nurse checked the pads, gel from the leg pad had come away from the insulating layer. This was due to the lack of adherence to the skin, thereby lowering the 40 percent of body surface coverage needed. A representative stated that the arctic sun device has a temperature range of 4 to 42 degrees, it relies on at least 40 percent of body surface coverage by the gel pads to efficiently transfer heat from the patient. If there was not enough body surface coverage, the device will have to work harder to keep the patient cool by lowering the water temperature flowing through the pads. As the pad was not adhering to the patient correctly, it will create a situation where the percent drops below the required 40 percent, resulting in the patient being exposed to very cold temperatures for a longer period than it was desired. The representative advised the customer of how to rectify the problem by the pads being changed and utilizing counter warming and following their shivering protocol. The patient was also advised to use the sizing chart to ensure correct sizing and to use an additional universal pad if there was any doubt of percentage. Per follow up information received via ibc on 06oct2021, the pads had to be replaced to warm the patient up. This stated that they have changed the pads and the therapy continued.